Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified a sharp opening on anterior due to a surgical impact opening, for the non-penetrating nicks in the shell and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on anterior due to a surgical impact opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported "left side rupture". The device has been explanted.